Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm did not power on. The pst opened up the ccm and cleaned the contacts of the printed circuit interface (pci) cable assembly and powered on again. Upon power up the pst observed a 'system computer needs service' message. He replaced the hard drive with a luo hard drive and the message remained. The single board computer (sbc) assembly was replaced with a luo sbc assembly and the ccm powered on and was fully functional. It was determined that the sbc assembly was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) would not boot up. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), the user facility's biomedical technician stated that this unit was in a pump room, and not used in a case. The user facility's biomedical technician stated that he rebooted the unit and it powered up correctly. He stated that the ccm would also not boot up the day after (this reported complaint), and once the power was rebooted, the unit booted up correctly again. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation. This complaint is related to (B)(4)./ MFR# 1828100-2021-00484.